Manufacturer narrative:
(B)(4). Method: the complaint mr370 reusable humidification chamber was not returned to fisher & paykel healthcare (f&p). Our investigation is based on the information, photographs and videography provided by the customer, and our knowledge of the product. Results: visual inspection of the photographs and videography provided revealed that water is leaking between the chamber dome and base. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: - "warning: to prevent cracking, ensure that the water inlet port plug, and any other reusable compounds, are disconnected from the chamber before cleaning." - "recommended way to clean the chamber: "chambers maybe cleaned by any of the following methods: autoclave: 132°c (270°f) @ 220kpa (32psi) for 4 minutes, or 121°c (250°f) @ 96kpa (14.1psi) for 30 minutes or ethylene oxide: 55°c (131°f)".

Event description:
A distributor in china reported, via a fisher & paykel healthcare (f&p) field representative, that a mr370 reusable humidification chamber was leaking water from the chamber base. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr370 reusable humidification chamber is currently enroute to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(4) reported, via a fisher & paykel healthcare (f&p) field representative, that a mr370 reusable humidification chamber was leaking water from the chamber base. There was no patient involvement.